Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It shows no sign of clinical usage of evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device tube. The seal was located under the window of the loading device; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).